Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas touchscreen fractured after the patient fell on the device while playing basketball, rendering the touchscreen unusable and the device nonfunctional; the affected component was the touchscreen, and the unit will be replaced. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews, as well as analysis of information provided by the user. Investigation of this case revealed a stress-related failure consistent with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.